Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should any additional information become available for investigation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported a cutter failure. They were using a cutter that stopped cutting. They opened another cutter to finish the case. It also stopped cutting, but started again and the surgery was completed. No patient impact was reported.